Event description:
This lead was explanted due to a lead fracture and oversensing, which cause over 50 inappropriate shocks. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received. In between a 4 cm segment of insulation body was missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular 13 cm and 11.5 cm to 9 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of oversensing which led to shock delivery as reported in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction with modified tissue and another implantable device such as a nearby lead should be taken into consideration. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred due to tensile forces applied during the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.